Manufacturer narrative:
If implanted, give date: not applicable, the lens was not implanted as there was no patient contact. If explanted, give date: not applicable, the lens was not implanted as there was no patient contact. Therefore, not explanted. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) haptic was broken. Additional information clarified that the haptic was bent and it was noticed when handling, but prior to insertion. Another johnson & johnson lens with the same model / diopter was used. There was no patient contact or patient issues reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 29, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received at the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with the lens stuck inside of the cartridge. Observation of the handpiece revealed a handpiece that was also damaged where the lens module meets the handpiece. The plunger rod could also be observed to be bent. During handling the handpiece came apart into two parts. The lens was removed from the cartridge and cleaned, revealing that it had been torn and that one haptic was detached, and the other had a tear that did not sever the haptic. The complaint issue of "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Damage to the handpiece was identified during product evaluation but there is no information in the complaint about damage to the handpiece when the complaint issue was observed. Additionally, the handpiece was received loose in the box and based on the evaluation it cannot be determined that the damage is related to a manufacturing issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.